Event description:
It was reported that the ilet user experienced high blood glucose after incorrect meal announcements and an infusion set application issue in which the applicator separated from the inset, leading to an infusion set deployed incorrectly and requiring troubleshooting and education for an infusion set and cartridge site change. No reported clinical signs, symptoms, or conditions. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure or method related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.